Event description:
In 2009, the lay user/pt contacted lifescan alleging the message "pc frozen" appeared on the display of the one touch ping meter. The medical surveillance specialist reviewed the customer care advocate (cca) documentation. Based on the info provided there was no misuse of the product. The meter does not turn off when pushing the power button or re-seating the test strips. This complaint is being reported because the issue was not resolved during troubleshooting. The pt denied suffering any symptoms. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them, and inform FDA of product(s) that do not pass inspection in a supplemental report.